Event description:
It was reported that the patients spinal cord stimulator (scs) leads developed high impedances. It was noted that the patient had difficulty with programming. The patient underwent a revision procedure where both leads and the scs implantable pulse generator (ipg) were explanted. The patient was doing well postoperatively.

Manufacturer narrative:
Returned leads sc-2317-70, sn (B)(6) were analyzed and visual and x-ray inspection revealed that all cables were completely broken at the bent/kinked location of the leads. The bent/kinked location is 2 cm from the set screw mark of the clik x anchor. There are no exposed cables at the fracture location. The leads became kinked after they exited the clik x anchor, resulting in the reported event. There is no reported complaint against the returned sc-4318 (lot number unknown) clik x anchor. External visual inspection revealed no anomalies. The clik x anchor exhibits normal device characteristics. A product labeling review identified that the devices were used per the instructions for use (IFU) product label. The IFU states that system issues, which can occur at any time due to random issue(s) of the components or the battery. These events, which may include device issues, lead breakage, hardware malfunctions, loose connections, electrical shorts or open circuits and lead insulation breaches, can result in ineffective pain control is a known risk of implanting a pulse generator as part of a system to deliver spinal cord stimulation. Based on all available information, engineers concluded that the high impedance measurements were caused by a lead fracture. The leads became bent after exiting the clik x anchor which exposed the bent location to excessive mechanical, tensile force that caused the lead cables to fracture. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 5113125; product family: scs-ipg-r, upn: m365sc11320, model: sc-1132, serial: (B)(6), batch: 2000023065; product family: scs-lead fixation, upn: unk-m-sc-4318, model: sc-4318, serial: n/a, batch: unknown.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: unk-m-sc-2317-70, model: sc-2317-70, serial: unknown, batch: unknown. Product family: scs-ipg-r, upn: m365sc11320, model: sc-1132, serial: unknown, batch: unknown.

Event description:
It was reported that the patients spinal cord stimulator (scs) leads developed high impedances. It was also noted that the patient had difficulty with programming. The patient underwent a revision procedure where both leads and the scs implantable pulse generator (ipg) were explanted and replaced. The patient was doing well postoperatively.

Manufacturer narrative:
The returned implantable pulse generator (ipg) sc-1132 (serial number (B)(6)) passed visual inspection and was able to be fully recharged in one four-hour charge cycle. All impedance measurements were within expected range when measured with a known good remote control. The ipg exhibits normal device characteristics, however the associated leads (sc-2317-70, sn (B)(6)) were confirmed to be fractured.

Event description:
It was reported that the patients spinal cord stimulator (scs) leads developed high impedances. It was noted that the patient had difficulty with programming. The patient underwent a revision procedure where both leads and the scs implantable pulse generator (ipg) were explanted. The patient was doing well postoperatively.